Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would time off too soon. There was no adverse impact to customer's blood glucose level. Reportedly, customer will continue to use the pump for insulin therapy.